Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised due to a broken implant. The locking screw for the stabilizer "ripped through" the poly and created a tear through the metal stabilizer (sub-assembly part that seats into the insert). Patient was revised to the same catalog # as had been explanted. Rep provided photos of the revision implant's label and a picture of the explant.

Event description:
It was reported that patient's left knee was revised due to a broken implant. The locking screw for the stabilizer "ripped through" the poly and created a tear through the metal stabilizer (sub-assembly part that seats into the insert). Patient was revised to the same catalog # as had been explanted. Rep provided photos of the revision implant's label and a picture of the explant.

Manufacturer narrative:
Additional information: gtin. An event regarding a crack/fracture involving a duracon insert was reported. The event was confirmed following visual inspection of an image of the explanted device. Method & results: device evaluation and results: visual inspection: the device was not returned however one explant photo was provided. The rectangular piece which holds the locking screw in the insert has cracked behind the screw hole. There is minimal damage on the poly element of the component and there is some evidence of biological material on the component. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.